Event description:
It was reported by the sales rep, stating that her customer's st holster has exposed wires on the green cable. There was no patient consequence reported. Case was completed using the st holster. Customer has a lorad table.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the blue/green cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.